Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the zimmer skin graft mesher comb was damaged. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). On march 5, 2018, it was reported that the comb was damaged. The issue occurred prior to surgery on (B)(6) 2018. There was no patient harm or delay reported. The surgery was completed using an alternate device and the problem did not cause any impact/damage to graft harvest. Patient was not anaesthetized .the customer returned a skin graft mesher device, serial number: (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated skin graft mesher serial number: (B)(4) once as documented in the repair reports in sap. The last repair was in december 2007 where it was reported that the device needed repair and it is unknown what was replaced since sap did not become effective until july 2011. This is not a related issue. As noted on november 8, 2017 per qa/ra compliance manager, australian repair center service repair records are unavailable if they were created prior to january 1, 2016. Repair information may be available in the australian repair database and should be documented within the complaint investigation. Product review of the skin graft mesher by zimmer biomet australia on march 26, 2018 revealed that the bearings on the bottom roller gear were out of position. The comb was damaged. The side plates were modified and marks were found on the top of the plates. The top hinge also had marks on it. The shoulder bolt, washer and nuts all needed to be replaced. The handle, bottom roller and bottom roller gear were worn. The handle also had dents and sharp edges. The sterilization case instruction could not be seen. Repair of the skin graft mesher was not performed by zimmer biomet australia since at the time of this investigation the customer has not made a decision on the repair quote. The reported event was confirmed since during initial inspection the comb was damaged. The root cause of the damaged comb cannot be specifically determined with the provided information since it is unknown what caused the comb to become damaged. It was noted during product review that the side plate were modified. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.